Event description:
The account stated a pt got out of bed and fell due to the bed moving away from her. No injuries. The accounts maintenance found that the casters will lock but swivel about two inches when force is applied to the bed.

Manufacturer narrative:
Replacement casters were sent to the account. Repairs have not been completed.